Event description:
It was reported that pacemaker was found on elective replacement indicator. When temporary settings were attempted, the device exhibited loss of telemetry and the tests could not be completed. The device could be programmed intermittently. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device battery was at end of life and in backup operation which occurred post-explant consistent with exposure to cold temperature. Review of the device image indicates there was a false elective replacement alert consistent with device being in auto-capture and high output mode. After replacing the battery, the device was programmed and interrogated under various conditions without any issue and results indicated normal functionality. Total projected longevity based on field settings is 11.19 years; implant duration is 14.82 years which exceeded projected longevity and it is considered normal battery depletion.